Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number is included in a field advisory. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event report. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unresponsive and would no longer communicate with the charging system or patient programmer. The ipg was removed and replaced on (B)(6) 2011.